Event description:
A technician reported that a vertical gas breakthrough (vgb occurred during flap creation). The vgb was located inferiorly and peripherally. They feel that it occurred because they needed to make a very thin flap. A bandage contact lens was placed on the eye and the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).